Event description:
The customer reported observing liquid on top of the reagent cartridges and inside the reagent compartment of the unicel dxc 800 synchron system. The customer stated that liquid was also observed on the spill tray under the reagent probe b. The customer indicated that the leak was contained within the instrument. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone and advised the customer to wear gloves, a laboratory coat, and eyewear while troubleshooting. The customer was unable to resolve the issue with the assistance of the cts and requested for service to be dispatched. There was no exposure or injury reported by the customer for this event. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched for this event. The fse confirmed a leak from the reagent probe b and proceeded to replace the collar wash valve to resolve the leak. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the event is attributed to the collar wash valve. (B)(4).